Event description:
Impella alarmed "purge pressure high" verified no kinks or obstructions in line. Contacted 1-800 number and spoke with impella representative. New alarm: "purge system blocked" appeared while on phone with impella rep. Instructed by rept to change cassette and purge fluid in impella. Fluids and cassette changed and alarms did not clear. Tpa ordered from pharmacy and pharmacist came to bedside with tpa. Instructed to change purge fluid with tpa. Purge fluid changed to tpa. New alarm: "impella stopped" appeared. Instructed to attempt restart by rep. "Restart failed" appeared. Attempted this an additional three times and restart failed. Instructed by impella rep to withdraw the device out of the ventricle. Bedside ultrasound confirmed complete retraction out of the left ventricle and into the descending aorta. Pt remained stable throughout the procedure.